Event description:
The right rear wheel fell off of the rollator, and the wheel bearings were all over the floor. The rollator is reported as having been used on a tile floor surface & as having been pushing the rollator at the time the event had occurred. The end-user states that he fell on his face because of this malfunction - he went to turn around in the bathroom, and the whole right rear of the walker tipped and fell to the side. The end-user was not injured, and did not seek treatment. The customer attempted to construct the wheel and axle after the fall - saw the right rear wheel didn't have the same piece as the other wheels do. The end-user planned to return the wheel after he got a knew one, but compass health brands customer service department advised him not to use this - he said he had to; they rigged this to work with washers - again, compass health brands advised do not use. The rollator's right wheel and hand brake only were returned to compass health brands on 4/4/2017. The wheel did appear loose on its axle, and it may have been missing a bearing. The wheel was still returned, attached to the (bottom half of the leg frame) frame - it still would have been stable on the whole unit, but the use of the unit should have been halted once discovered. A full evaluation of the returned device was unable to be completed, as the customer had only returned the wheel/bottom leg frame & hand brake.